Event description:
It was reported that tip detachment occurred requiring additional intervention. The target lesion was located in the mid-right coronary artery. A 185 cm moderate support straight pt2 guidewire was selected for use. However, during the procedure, the distal tip of the wire had broken off in the artery. The physician used a snare and was able to remove the detached tip out from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.